Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the definitive root cause of the reprocessing issue could not be determined. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: ¿chapter 3 inspection before use: 3.10 checking the disinfectant solution concentration level prior to reprocessing, check the concentration of the disinfectant solution using a test strip to verify that the concentration of disinfectant solution meets the minimum recommended concentration. Replace the disinfectant solution when it fails to meet the minimum recommended concentration or beyond the specified use life.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 9610595.

Manufacturer narrative:
The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer reported that her olympus endoscope reprocessor experienced a breakdown during use. This event occurred during reprocessing and had no patient involvement.